Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to deliver energy via the internal handles attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing, which included bench handling, multi-function cable testing and internal handles checks without duplicating any malfunction. The device was recertified and returned to the customer. Review of the device activity logs showed all instances of charge events were followed by either a manual energy selection (which disarms the charge) or by the successful paddle shock once the paddle shock button was pressed. The logs showed that when all criteria were met, the device shocked successfully. This investigation has been closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.